Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1007404 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1007404, test base part number 190-430 / lot: 1007404. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007404 showed that the complaint rate is (B)(4). The customer stated the contamination was believed to be from a pipette used to collect two hundred (200) microliters of the first positive sample. The customer also reported that they now decontaminate the pipette after the collection of each test sample.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two (2) patients performed on (B)(6) 2020. Multiple attempts were made to gather patient demographic information but were unsuccessful. This MFR. Report addresses all patients involved in the event. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020. Multiple attempts were made to obtain additional information regarding sample type, swab type, and patient impact/outcome to no avail. Repeat testing was performed with the ID now covid-19 assay for patient one (1) on (B)(6) 2020 with new sample collected on the (B)(6) 2020. The results of the repeat testing for patient one (1) was observed to be negative. Repeat testing was also performed with the ID now covid-19 assay for patient two (2) on (B)(6) 2020 with the original test swab. The results of repeat testing for patient two (2) was also observed to be negative. Confirmation testing was performed on (B)(6) 2020 for both patients. Confirmation pcr testing using abbott alinity m generated negative results and CT values were not provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples, cross contamination, and the use of viral transport media. The available evidence suggests that this device lot is performing within the statements made within package insert.